Event description:
A journal article was received which contained information regarding this patient's active fixation coronary sinus lead. The article noted the indication for lead extraction was lead infection. Significant tissue growth between the fixation lobes was observed on the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿removal of active-fixation coronary sinus leads using a mechanical rotation extraction device. Pace 2015; 38:302-305." (B)(4).